Event description:
An ambulatory care facility reported high inaccurate results with a one touch ultra meter. The ot meter displayed a battery icon 2 weeks prior to this complaint. After the battery was changed, the meter gave results that were 60 to 80 points higher than corresponding lab results on 2 different occasions. No adverse events have been reported in connection with either incident. No further info reported.